Event description:
It was reported to philips that wireless footswitch was flashing red, could not connect with the system. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was not connecting with the system. Per the information collected, the wi-fi indicator of the wireless footswitch was red. During troubleshooting, the fse found that the antenna of the base station, which communicates with the wireless footswitch (wfs), was loose. The fse tightened the antenna. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a loose antenna connection in the base station and that this event was not associated to any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the antenna was properly connected and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the reported issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.